Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found an combo ic u2 chip anomaly.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal device change out. Upon attempted interrogation, the pulse generator lost communication. On (B)(6) 2016, the device was explanted and replaced. The patient was fine.